Event description:
The customer stated, that he performed a control test and received a result of 177 mg/dl. The normal control range was 94-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips were sent to the customer.